Manufacturer narrative:
If explanted; give date: n/a. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report received that after implantation of an ar40e intraocular lens (iol) the surgeon noted film/condensation appearance on the optic of the lens. Postoperatively, the female patient complained of blurred vision and appearance of the film/condensation was still apparent. A yag (yttrium aluminum garnet) laser treatment was performed on (B)(6) 2018 and appearance of optic has improved and film reduced. Through follow up it was learned that since undergoing the yag procedure the patient has not called in with any complaints. It was stated that film appearance was not pco (posterior capsule opacification), but it was something on the surface of the lens. Issue has significantly affected the activities of her daily life as it appears she is looking through a drop of water. Patient's visual acuity results were pin-hole of 20/30 and post-op corrected of 20/60 -2 and there are no plans to explant the lens. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).